Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported according to the surgeon on three different occasions two clips were coming out of the jaws at once and the clips were not fully formed. A second device was opened and fired without incident. There was no consequence to the pt.